Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was priming her insulin pump when she received a compromised force sensor system alarm. Customer's blood glucose was 350 mg/dl. Customer stated that her blood glucose s high and she has to run to the pharmacy to get syringes. Customer was explained the loaner pump policy.